Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no an anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an unknown delivery system was used. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023 a 30mm amplatzer septal occluder was chosen for implantation into an atrial septal defect (asd), utilizing an unknown abbott delivery system. During deployment of the occluder, the device was observed to be deformed in a bulbous shape. The device was removed and the procedure was aborted. The patient remained hemodynamically stable throughout the procedure. There was no reported adverse patient consequences and no clinically significant delay. The patient was reported to be stable. There was no angulation or kinking in the delivery system and no interaction with cardiac structures.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.